Event description:
During a remote follow-up episodes of low sensing and far field r-wave oversensing were observed on the atrial lead. Technical support was contacted and device reprogramming is anticipated. The patient was stable.